Event description:
It was reported that customer received a minimum fill notification while attempting to load insulin cartridge and was unable to resolve it by reloading same cartridge, even after adding more insulin. There was no adverse impact to the customer¿s blood glucose level. Customer had already cleaned pump area and repeated cleaning with support, then was guided by technical support to fill and load new cartridge using proper technique, which successfully resolved issue and allowed insulin delivery to resume; no additional information was received regarding any further outcome of event.